Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 2 and 3 was failed to detect on bus. The field service engineer found there was also an issue with drawer 3.1-3.2. Inspected that drawer 3.2 board and t board were bad and replaced the retractor bands to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device drawer was not detected on bus. The customer reported that the entire drawer shows an message as 'device not detected'. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.